Manufacturer narrative:
Section a: patient privacy laws prohibit the release of patient information without patient consent. Patient information was inadvertently included in the initial report. Event occured at (B)(6). Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation to the reported hemorrhagic stroke and sepsis could not conclusively be determined. The pump was returned assembled with the pump cable cut approximately 2.5¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. Approximately 0.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The outflow graft clip was returned properly installed. The apical cuff was returned secured with the cuff lock fully engaged. Evaluation of the sealed outflow graft revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces also revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists sepsis, stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended inr values. Although only sepsis was reported by the account, several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Additional information to the manufacturer's investigation conclusion: a direct correlation between the device and the reported mediastinal bleeding, hemorrhagic stroke, and sepsis could not conclusively be determined. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a major mediastinal bleed. On (B)(6) 2020, the patient had a transfusion of red cell concentrates (rcc) more than 4 units and less than 8 units. There was no drug therapy. Anticoagulant therapy at time of event was not performed. The clinical test values showed: international normalized ratio (inr) was 1.4, activated partial thromboplastin time (aptt) was 34 seconds, and platelet thrombocyte count (plt) was 9.1 x 10000/ l. Surgical was performed. The cause of bleeding was elevated preoperative inr or platelet count less than 60,000. The causal relationship was not related.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation to the reported mediastinal bleeding, hemorrhagic stroke, respiratory failure, and sepsis could not conclusively be determined. The pump was returned assembled with the pump cable cut approximately 2.5¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. Approximately 0.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The outflow graft clip was returned properly installed. The apical cuff was returned secured with the cuff lock fully engaged. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces also revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists sepsis, stroke, bleeding, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Sepsis was reported by the account, several sections of the hm3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
The patient suffered from respiratory failure on (B)(6) 2020 and was intubated for 21 days. A tracheostomy was performed. The patient developed neurological dysfunction and stroke in the occipital region of the left hemisphere on (B)(6) g2020. A CT scan showed intracranial bleeding. No surgical or drug therapy was performed. The patient had a hemorrhagic stroke on (B)(6) 2020 and then passed away on (B)(6) 2020 due to sepsis. Anticoagulant therapy at the time of the event was heparin.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of respiratory failure was because the patient was intubated in the trachea when wearing a bi-ventricular assist device (bivad), so the patient could not leave the ventilator, and a tracheostomy was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a hemorrhagic stroke on (B)(6) 2020 and then passed away on (B)(6) 2020 due to sepsis. Patient was not discharged from implantation. No further information was provided.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. No further information was provided. The manufacturer is closing the file on this event.